Manufacturer narrative:
H3: root cause findings: the reported problem was confirmed through the events log but not duplicated during functional check. Disposition: route ltv 1200 MRI service repair p/n 18888-201-99, s/n (B)(6) s/v 05.10 to factory service to have assembly processed.

Event description:
Additional information received indicates that the unit was evaluated for further investigation.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). D4: device was manufactured in 2013 and was not subject to UDI requirements and removed UDI info in d4. H3: 81 other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that they were experiencing issues with double volumes for vte compared to set vti and that the peep monitored value is 0-2cmh2o no matter what the set value is. Unit was on a patient at the time ((B)(6)2024) but no patient harm was reported.